Event description:
The patient was (B)(6) male who was witnessed on the day of the event to leave the roadway in his vehicle and travel approximately 200 yards into an adjacent field. A 911 call was made by witnesses at 1236 with the first officials at the scene local police. The patient was found unconscious and shortly thereafter, following extrication, to be pulseless/ non-breathing. CPR was started by police with ambulance personnel arriving at the scene at about 1241. The initial identified rhythm on the lifepak 12 was ventricular fibrillation. Defibrillation was attempted six times [different personnel and different modes tried] over the subsequent 10 minutes with the unit failing to charge each time. Active CPR-acls techniques continued between attempts at defibrillation. Ultimately a second defibrillator was made available at the scene but without return of a meaningful or perfusable rhythm. Acls measures were continued during transportation to the hospital's emergency department (B)(6). Upon arrival and for the next 20 minutes, the patient remained pulseless/ non-breathing and resuscitative efforts were stopped at 1332.